Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, the right atrial lead exhibited undersensing. The lead was explanted and replaced. The patient was in stable condition.